Event description:
The device was found to be operating in backup mode. The issue was resolved with reprogramming. It was later determined that the device had been operating in backup mode because the emergency backup button was pressed during interrogation. The patient is stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device was found to be operating in backup mode. The issue was resolved with reprogramming. It is not known why the device was operating in backup mode. The patient is stable.